Event description:
The complainant stated after replacing the gear rack, the lift was placed back into service. The new gear rack was damaged again on the left side while a (B)(6) pt was in the lift. He stated he was able to pull the left leg out of the middle beam.

Manufacturer narrative:
The account installed the new gear rack to repair the lift. The lift is functioning properly.